Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a patient underwent a mid-foot procedure. At an unknown time post-operatively, it was reported that the hardware was broken. The patient had a non-union. Revision was done to replace the hardware. No further details are known at this time.